Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported descemet's membrane hole was observed at one day post laser assisted cataract surgery of the right eye. Reporter indicated corneal edema was present and the issue may be related to the edema. The exact cause of its occurrence doctors do not know. Patient was placed on an undisclosed pharmaceutical treatment. Upon follow up, the reporter indicated the reported issue has resolved. Doctor does not wish to provide any additional information.

Manufacturer narrative:
There were no technical services requested or performed related to the reported event. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event cannot be determined conclusively. (B)(4).